Manufacturer narrative:
A getinge field service engineer was dispatched to evaluate the unit. The fse noticed that the base of the cardiosave unit was not in the support and was unable to charge. The fse put the console back in the transport cart and the batteries were then charging properly. The unit is operational. The iabp was returned to service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries are unable to charge. The device was in reserve for future use. The customer wanted to charge it but could not see the charging light. There was no patient involvement, and no adverse event was reported.